Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 537 mg/dl and current blood glucose value was 484 mg/dl. Customer stated the insulin pump had blank display and the battery cap was loosed, came off easily. Customer stated they were able to clear the alarm and also able to rewind the insulin pump. Customer was performed self test and it did not passed. Customer stated the insulin pump had battery failed alarm. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures error confirmed in device history due to broken trace on keypad assembly. Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.